Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on an unknown date. Blood glucose reading was unknown. Customer stated that insulin pump overdosed and sent them to hospital for low blood glucose. It was unknown whether the customer was using insulin pump or not within 48 hours of low blood glucose incident the insulin pump and reservoir will not be returned for analysis.